Manufacturer narrative:
One 8.5f agilis steerable introducer sheath and dilator were received for evaluation. The sheath set was returned due to dilator insertion difficulty. The sheath hemostasis cap inside diameter measurement was within specifications; however, resistance was noted near the proximal end of the sheath when a dilator from current inventory was inserted into the sheath. The sheath handle was opened, and the pull wire windows were noted to be torn, consistent with the reported insertion difficulty. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the shaft window damage is consistent with damage during use.

Event description:
This report is to advise of an event observed during analysis confirming a leak from the handle of the introducer as a result of pull wire window tear.